Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, defib cycling, environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs found no evidence of either fault. The accessories were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "dump overload - defib fault 73" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.